Event description:
It was reported that the patient sought medical attention with their general practitioner on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod for 72 hours or more. The patient¿s blood glucose levels also rose above 14 mmol/l (252 mg/dl) during this time (exact values not provided). The site was reported to be red, itchy, swollen and painful. A circle was drawn around the affected area, an urgent appointment was made for the patient when the redness began to extend beyond the original circle drawing. The patient was diagnosed with an infection and prescribed 500 mg of amoxicillin to be taken 3 times a day for 7 days. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.